Event description:
It was reported to medtronic neurosurgery that the doctor allegedly found valve leakage when he performed the pre-test before the surgery.

Manufacturer narrative:
The distal connector was bent at a slight downward angle. The valve was patent. It met specs for siphon and reflux testing. However, the device did not meet requirements for leak testing as there were tears in both sides of the delta chamber. It is unk how or when this damage occurred. The damage precluded pressure-flow and preimplantation performance testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.